Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of far r-wave oversensing causing inappropriate automatic mode switching at higher heart rates on their right atrial lead. Programming changes were made on (B)(6) 2021. The patient's condition was stable throughout.